Manufacturer narrative:
Additional information: d10, h6. Additional h-3 summary: it was received for analysis an empty labeled winding former and a needle-suture of product. During the visual inspection of the used needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument were observed. Also, body fluids and damaged due to use were noted. Additional, per the condition of the sample the functional test can¿t be performed. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. One photo was received for analysis. Upon visual inspection of the picture, it was noted one labeled winding former and a needle-suture combination with the suture appear broken.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pd2282, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2019 and suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.